Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump had a blank screen and not turning on. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit received with flashing medtronic logo immediately after battery insertion. Unable to perform sleep current measurement, active current measurement, and selftest due to flashing medtronic logo. Unable to download due to flashing medtronic logo. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case at belt clip rail corner, missing serial number label, peeling end cap address label, and scratched case. Flashing medtronic logo due to severe corrosion. Unable to confirm blank display anomalies due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.